Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had no symptoms of high blood glucose. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call. It was unknown if customer was wearing insulin pump at the time of hospitalization. It was reported that prior to hospitalization, insulin pump was disconnected from customer and customer was not aware that he was not getting any insulin, which led to high blood glucose of 800 mg/dl. Customer reported that insulin spilled out of reservoir. Customer also received excessive no delivery alarms. Insulin pump passed high pressure test and self-test.